Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain due to breast tissue growing over the implant".

Event description:
Patient reported a right side "exchange from textured to smooth due to product concern and right side pain due to breast tissue growing over the implant." Device remains implanted.

Event description:
Patient reported right side "exchange from textured to smooth due to product concern and pain due to breast tissue growing over the implant." Healthcare professional reported "exchange from textured to smooth due to concern with the product". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: capsular contracture: unable to observe since it is a medical event and is not related to the device. Anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: creases is observed. Stress marks are observed assessed as non-penetrating nick. Broken on radius side assessed as fold flaw opening. Missing shell assessed as inconclusive. Wear abrasion is observed. Additional, changed, and/or corrected data: b5, d6b, d9, e4, h3, h6.